Event description:
It was reported to philips that the battery pca was damaged. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the battery pca was damaged. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 7 and pin 8 on both connectors j1 and j2 were found bent and compressed.